Event description:
It was reported that the lead integrity alert (lia) triggered for right ventricular (rv) lead high impedance due to inappropriate therapy caused by an apparent rv lead malfunction. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the proximal conductor was fractured and distorted. The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the proximal conductor was fractured and distorted. The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
Asku